Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Gi bleeding is a known potential complication associated with all patients implanted with vads.  The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The instructions for use (IFU) also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's comorbidities and anticoagulation therapy. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the clinical study that this patient was admitted to the hospital with complaint of dizziness related to gi bleeding. A gi consult was obtained and the patient subsequently underwent three separate gi procedures on (B)(6) 2016. The results from the (B)(6) confirmed a bleeding dieulafoy visualized in the distal duodenum. The site was treated with 2 endo-clips. No further bleeding was noted. And hemoglobin and hematocrit levels were reviewed daily until the patient's discharge on (B)(6) 2016.